Manufacturer narrative:
Pump was received with blank display due to moisture damage on lcd board. Unable to verify button error alarm due to blank display. Pump had broken battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not performed. The device was returned for analysis.